Manufacturer narrative:
The product family for this women's healthcare product is unk. Therefore, we are unable to determine the associated labeling and dfmea review. Although the product family is unk, the women health product ifus are found to be adequate based on past reviews.

Event description:
(B)(4). It was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced mesh erosion, mesh contraction, infection, fistula, inflammation, scar tissue, organ perforation, dyspareunia, blood loss, acute and chronic nerve damage, pain, pudendal nerve damage, pelvic floor damage, chronic pelvic pain, urinary and fecal incontinence, prolapsed of organs, additional surgery. The litigation does not specifically state which product was used on the pt; therefore, an unk complaint is being entered. Additional info has been requested but not yet received.